Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12march2020.

Event description:
The customer reported that the touchscreen will not unlock. The customer contacted product support and requested for assistance. Product support verified that the screen would lock in ventilation mode and unlock using the accept button. The biomedical engineer checked touchscreen calibration via the diagnostics page and found it off by quite a bit. The customer reported that the unit was not in use on a patient. The biomedical engineer calibrated the touchscreen. The response is now good per the diagnostics page.